Manufacturer narrative:
Other relevant device(s) are: product ID: evolutpro-29, serial #: (B)(4), ubd: 23-jan-2021, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty was performed with an 18mm non-medtronic balloon. During valve deployment, the delivery catheter system (dcs) was pushed ¿with force¿ and the valve was implanted at a depth of 3mm on the non-coronary cusp and 1mm on the left coronary cusp. As the dcs was withdrawn the valve dislodged. The valve was lifted with a snare, which resolved the coronary occlusion. Subsequently, a second valve was implanted. The outflow portion of the frame of the second valve secured the position of the first valve. It was reported the second valve was implanted deep and mild paravalvular leak was noted. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Additional information was received that the first valve (d113429) was snared to the sinotubular junction where it remained in stable position. A second valve (d137095) was implanted. It was reported that the coronary artery did not become occluded during the implant procedure. No additional adverse patient effects were reported. H6. Patient code: c50600 no longer applies to this event. The patient code was updated to c76143. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.